Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow up report will be sent.

Event description:
It was reported that the patient had an advance sling implanted on an unknown date. The sling was then removed for infection. The level of incontinence was worse after the sling was explanted and therefore another incontinence device was implanted on (B)(6) 2013. No additional patient complications have been reported in relation to this event.